Event description:
It was reported that the patient was initially treated with open reduction internal fixation and gastrocnemius flap procedures, along with a split thickness skin graft on an unknown date in (B)(6) 2011. During this surgery, a locking compression condylar plate was implanted. The procedure was not successful and resulted in a non-union. On (B)(6) 2012, the patient was revised with an autograft and a bone morphogenic protein and the plate was explanted. During this surgery, a 4.5 mm variable angle locking compression plate (va lcp) and 10 unknown screws were implanted. The patient later developed right thigh pain and an x-ray showed a fracture on the va lcp. The patient continued to experience pain and was unable to walk. The surgeon removed the hardware and replaced it with a synthes retrograde nail on (B)(6) 2014. This report is for the va lcp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. (B)(6). Manufacturing location unknown as the lot number provided could not be verified. Investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number provided could not be verified.